Manufacturer narrative:
Visual analysis of the returned device identified deformation, creases, encapsulation, and cloudiness in the gel observed after autoclave disinfection process. A weight test of the device was verified and the device was within specification. Based on the device analysis the final assessment was no openings were observed on the device or issues related with the complaint.

Event description:
Patient reported having an unknown side "nipple discharge (fluid)" and "a lump or thickening in/or near the breast or in the underarm area". No indication of treatment or surgical reoperation. The device was explanted. This record is reported for the left side.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 26/jul/2011 and 17/jul/2014. Reason for reoperation: lump/nodule and nipple discharge. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported having an unknown side "nipple discharge (fluid)" and "a lump or thickening in/or near the breast or in the underarm area". No indication of treatment or surgical reoperation. The device was explanted. This record is reported for the left side.